Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. (B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. (B)(4) report was received which indicated that the "pt acquired hemolytic anemia: likely secondary to lvad due to dehydration and subsequent increase in sheer stress, pt was hydrated, however, suffered from acute renal failure due to pigment nephropathy." It was also reported that the pt expired.